Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 377 mg/dl. Customer delivered a correction bolus via the insulin pump to address bg levels. Recommendation was made to discuss diabetes management with health care provider.